Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user reported no further hearing sensation after a head trauma. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no more hearing sensation after a head trauma. The user has been re-implanted on (B)(6) 2018.